Manufacturer narrative:
D10 concomitant products: unknown endo gia sulu (lot# unknown); egia60amt egia 60 artic med thick sulu (lot# p4h1063); egia60amt egia 60 artic med thick sulu (lot# p4j0862); sig power sigpshell control shell (lot# unknown); sig power sigphandle handle (serial# unknown); egia60amt egia 60 artic med thick sulu (lot# unknown); egia60amt egia 60 artic med thick sulu (lot# unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted distal gastrectomy procedure, after the firing, there was a moment when the cartridge wobbled more than usual, and it seemed that the metal fitting in question may have come off at that time. When the cartridge was positioned toward the abdomen side and articulation to the left was performed, it seemed that the metal fitting on the right articulation part has come off. There was no patient injury.